Event description:
During a cataract surgery on (B)(6) 2026, the quatera 700 repeatedly entered safe mode after each restart, preventing the doctor from continuing the procedure. The patient was transported by ambulance to another clinic, where the surgery was successfully completed. The event occurred in germany. No serious injury was reported.